Event description:
A user facility reported that an intraocular lens (iol) was explanted because the pt was unable to "accommodate" the lens. In a f/u, the surgeon stated he does not blame the lens for the event and that it was the pt's own choice to proceed with the lens exchange. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met all release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/06/2010 and 12/14/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).